Event description:
Per the patient: I am a patient that recieved a device in 2004. I have had ongoing neurological issues since the device was put in. I had immediate chest pain and have been trying pain management for 2 years now. A month and a half after the surgery I had a marked event that brought on blurred vision, numbness in foot and hand, severe headache, and very weak. These issues continue and at times are very dibilitating. I have had several tests but all seems fine. Prior to the pain management my doctor had me on all kinds of medications for the different symptoms but none helped. Nortriptolene helped manage it, but did not fix the problem. Aga is attempting to reach the patient's following physician for more information.

Event description:
Per the patient: I am a patient that received a device in 2004. I have had ongoing neurological issues since the devise was put in. I had immediate chest pain and have been trying pain management for 2 years now. A month and a half after the surgery I had a marked event that brought on blurred vision, numbness in foot and hand, severe headache, and very weak. These issues continue and at times are very dabilatating. I have had several tests but all seems fine. Prior to the pain management my doctor had me on all kinds of medications for the different symptoms but none helped. Nortriptolene helped manage it but did not fix the problem. Aga is attempting to reach the patient's following physician for more information.

Manufacturer narrative:
Device remains implanted in the patient.

Manufacturer narrative:
The patient's following physician reported to aga medical that he recommended against removing the device. No further information was provided. Device remains implanted in the patient.